Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: [av fistula]. Event description: [during the av fistula creation, [doctor] applied the soft/soft clip, to the brachial artery for occlusion. However, it slipped off due to insufficient traction of the pad surface to the artery per his feedback. The vessel was not damaged. Patient is fine. [Doctor] liked the latis/latis and fibra options he used.] Patient status: [patient is fine]. Intervention: [usage of a clip with a different pad, such as soft/fibra.]

Event description:
Procedure performed: av fistula. Event description: feedback submission - complaint notification -(B)(4). During the av fistula creation, [doctor] applied the soft/soft clip (3/4 force) a1604, lot: 1507291, to the brachial artery for occlusion. However, it slipped off due to insufficient traction of the pad surface to the artery per his feedback. The vessel was not damaged. Patient is fine. [Doctor] liked the latis/latis and fibra options he used. Patient status: patient is fine. Intervention: usage of a clip with a different pad, such as soft/fibra.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified